Event description:
It was reported that this pacemaker system exhibited oversensing on the left ventricular (lv) lead channel. Consequently, the lv sensitivity was changed; however, the oversensing was still observed. No adverse patient effects were reported. This pacemaker remains in service.